Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the matrixmandible drill bit from a matrix combo set snapped while the surgeon was loading it into a pneumatic drill. The surgeon spun the drill bit without a guard on it, causing it to spin so hard that it snapped. The drill bit landed on the floor and it was actuated outside the patient so there was no patient interaction. The surgeon used a second drill bit and drill guide throughout the case. No patient outcome reported. There was no patient consequence and surgical delay. Concomitant device reported: pneumatic drill (part number unknown, lot number unknown, quantity 1). This report is for one (1) matrix mandible 1.5mm drill bit. This is report 1 of 1 for (B)(4).